Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level elevated to 300mg/dl. The customer would deliver correction boluses and at times also administer manual injections to address the bg level. The customer would typically not change any pump supplies and the occlusion alarm would resolve on its own without any user intervention. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.